Manufacturer narrative:
One device was returned for investigation. It was reported that the pump had a constant occlusion alarm and it was able to be duplicated. The reported issue was determined to be caused by a delaminated dso seal and decalibrated dso sensor (sensor work out of specification ). Problem was resolved after replacement the dso seal. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the pump had a constant occlusion alarm. There was unknown patient involvement, and no harm.